Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). H6) method code: 4117 - device not accessible for testing . Summary of investigational findings: a 66-year-old male patient had two stentgrafts implanted on 23ssp2015, proximally a zta-p-36-113 and distally a zta-d-36-190. The proximal zone of stentgraft implantation was zone 4 and no difficulties were reported. The 2-year follow-up CT scan on 30oct2017 showed an increase in maximum aneurysm diameter and an endoleak of unknown type and location. A secondary procedure was performed with placement of both proximal and distal extensions. No other adverse effects to the patient have been reported, and a 3-year follow-up CT performed after the secondary intervention on 07sep2018 showed no abnormalities and a decrease in aneurysm diameters angiography performed on 16feb2018 in relation to the secondary intervention implantation was provided and reviewed by an imaging expert. Per the imaging review no endoleak was observed on the provided imaging. The imaging reviewer¿s impression was that the secondary intervention was performed because of aneurysm growth without specific attention to identifying an endoleak. The device history record was reviewed with no evidence to suggest that this device was not manufactured according to specifications. Based on the very limited information provided and with the endoleak not seen on the imaging provided it has not been possible to determine the origin of the endoleak and thus it has also not been possible to determine which of the implanted devices the endoleak could be related to. For the same reason a likely cause for this event could not be established. Cook will reopen the investigation if further imaging or information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). E3) occupation: unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k)/PMA p140016. H6) patient code: 3191 - no code available for endoleak. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: on (B)(6) 2015 the patient received one proximal component (zta-p-36-113; lot # e3360774) and one distal component (zta-d-36-190; lot # e3316823) without difficulty. The proximal zone of stent graft implantation was zone 4. No additional procedures were performed during the index procedure. On the procedural angiogram, there were no endoleaks, no evidence of false lumen perfusion, and no evidence of collapse of proximal component. The patient was discharged from the hospital on (B)(6) 2015. (B)(6) 2015: 30-day follow-up CT revealed no abnormalities. Aneurysm diameter was 73.0 mm. (B)(6) 2016: 12-month follow-up CT revealed no abnormalities. Aneurysm diameter was 66.8 mm. The 2-year follow-up CT scan was completed on (B)(6) 2017 (768 days post-procedure). The CT revealed a maximum aneurysm diameter of 77 mm. It also revealed a new endoleak ¿ type undetermined and location noted as unknown. Intervention included placement of both proximal and distal extensions. There was no evidence of false lumen perfusion, migration or collapse of the proximal component. The patient was discharged two days following the intervention. (B)(6) 2018: 3-year follow-up CT revealed no abnormalities. Aneurysm diameter was 70.0 mm. Patient outcome: discharged two days post-intervention. The patient remains in the study.